Event description:
It was reported that the programmer did not recognize devices intermittently and lost the image on the screen. Follow up confirmed it was a programmer issue. However, the display issues could not be confirmed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer intermittently recognized devices; moving the rf (radio-frequency) connector caused telemetry to start and stop. A loose ECG (electrocardiogram) connector was found to be the cause. The display was noted to flicker lightly and had a darker curved line on the right side; it was out of electrical specification. The system fan was also noisy, the case was cracked at the handle and had damaged rubber feet on the lower case, and errors were noted in the device history logs. (B)(4).